Manufacturer narrative:
This report is submitted on 22 march 2021.

Event description:
It was reported that the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery.

Event description:
Per the clinic, the patient experienced all open circuits with the device. Additional information has been requested but has not been made available as of the date of this report.